Event description:
Edwards received information that a 25mm 2900j pericardial aortic valve underwent a valve-in-valve procedure due to moderate aortic stenosis (vmax 3.3m/s and mean pg:26.3mm, peak pg: 43.8mmhg and ava:1.07cm2) and moderate regurgitation secondary to degeneration after an implant duration of approximately fourteen (14) years and four (4) months. The patient who was elderly and frailty, presented with dyspnea on exertion, symptoms of heart failure nyha class iii, chronic kidney disease, complete right leg block and left leg hemiblock, dyslipidemia, hypertension, mild chronic respiratory impairment, malignant tumor, thoracic aortic lesion. A tavr procedure was performed with a 26mm sapien3 transcatheter valve with no adverse patient events reported. The device was originally implanted for aortic valve replacement with a concomitant coronary artery bypass graft. The patient status was reported as "discharged". The device was not returned for evaluation as it remained implanted. It is unknown if there is any correlation between the event and the device or if the device failed prematurely.

Manufacturer narrative:
Additional manufacturer narrative: the root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm 2900j pericardial aortic valve underwent a valve-in-valve procedure due to moderate aortic stenosis (vmax 3.3m/s and mean pg:26.3mm and ava:1.07cm2) and moderate regurgitation after an implant duration of approximately fourteen (14) years. The patient was elderly and frailty, presented with dyspnea on exertion, symptoms of heart failure nyha class iii, chronic kidney disease, complete right leg block and left hemiblock. A tavr procedure was performed with a 26mm sapien3 transcatheter valve with no adverse patient events reported. The device was originally implanted for aortic valve replacement with a concomitant coronary artery bypass graft. The patient status was reported as "recovered". The device was not returned for evaluation as it remained implanted. It is unknown if there is any correlation between the event and the device or if the device failed prematurely.